Manufacturer narrative:
The reported observation ¿ipg communication¿ was confirmed but not duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device did issue a hardware reset during the procedure. The error log showed the device was subjected to a magnetic field resulting in the bluetooth (ble) circuit resetting several times which will inhibit the ability to establish communication between a programmer and implantable pulse generator (ipg). No programmer logs were returned from the field for review to determine if the issue was environmentally related. DHR review results: the ipg with serial number (B)(6).1 had been manufactured and tested according to the current manufacturing specifications, and passed all manufacturing test and visual inspection requirements. No rework or ncmr associated with this event.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during an initial implant procedure on (B)(6) 2021 where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, the ipg was replaced during the procedure. Issue resolved.